Manufacturer narrative:
Correction provided in section a3 complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused several struts of the inferior vena cava (ivc) filter perforate the wall of the ivc, posterior strut of the ivc filter is fragmented, fractured strut cannot be removed or it would cause more harm to patient. The patient reported becoming aware of fracture of the ivc filter with the fractured filter struts retained within the ivc; in addition to perforation of the ivc and device unable to be retrieved, although there have been no documented attempts at filter removal, approximately five years and five months post implant. The patient also reports anxiety related to the filter. According to the medical records, the patient had a prior history of pulmonary emboli (pe) and venous insufficiency. Four days before the filter was implanted, the patient presented with complaints of left-sided pain from the leg up to the arm for the last couple of days. The patient also reported a prior history of blood clot in the leg with numbness and tingling in the left arm and leg and chest pain along with shortness of breath. The patient had a prior documented dvt; however, for reasons that are unclear, did not appear to have been on any recent anticoagulation. The medical records noted that the patient had a history of sickle cell trait, restless leg syndrome (rls), bowel obstruction with bowel resection times three, chronic low back pain, varicose veins, post thrombotic syndrome, peripheral venous insufficiency, inguinal hernia, gastroesophageal reflux disease, tobacco use, recurrent pe and dvt, peripheral vascular disease, right sided pneumonia, depression and hypertension. The filter was indicated for recurrent pulmonary emboli. Placement of the vena cava filter was done via right femoral approach. Using fluoroscopy guidance, the filter was deployed at the l2-l3 junction without difficulty. Approximately five years and five months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan indicated for an unspecified injury of the inferior vena cava. At the time, the patient¿s medical history included pulmonary embolism and deep vein thrombosis, in addition to right lower quadrant pain post implant. The scan report findings revealed a trapease type of ivc filter centered at the l3 level. The posterior prong is fragmented, however, has not migrated. No missing prongs were identified; and each of the prongs appear to penetrate the wall of the ivc. Other incidental findings reported included mild scar/atelectasis in the lung bases and small splenic remnants. The primary care notes indicated that a recent CT scan showed that the ivc filter was fractured, but could not be removed, as this would cause more damage. The patient has left hip vascular necrosis and a previously scheduled hip replacement was delayed and a referral was being made to orthopedics for reevaluation. The patient also mentioned some gastro-intestinal bleeding and passing clots. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Without procedural films or images for review the reported event(s) could not be confirmed. Due to the nature of the complaint the reported right lower quadrant pain could not be further clarified but may be related to the patient history. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: several struts of the inferior vena cava (ivc) filter perforate the wall of the ivc, posterior strut of the ivc filter is fragmented, fractured strut cannot be removed or it would cause more harm to patient. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the medical records, the patient had a prior history of pulmonary emboli (pe) and venous insufficiency. Four days before the filter was implanted, the patient presented with complaints of left-sided pain from the leg up to the arm for the last couple of days. The patient also reported a prior history of blood clot in the leg with numbness and tingling in the left arm and leg and chest pain along with shortness of breath. The patient had a prior documented dvt; however, for reasons that are unclear, did not appear to have been on any recent anticoagulation. The medical records noted that the patient had a history of sickle cell trait, restless leg syndrome (rls), bowel obstruction with bowel resection times three, chronic low back pain, varicose veins, post thrombotic syndrome, peripheral venous insufficiency, inguinal hernia, gastroesophageal reflux disease, tobacco use, recurrent pe and dvt, peripheral vascular disease, right sided pneumonia, depression and hypertension. The filter was indicated for recurrent pulmonary emboli. Placement of the vena cava filter was done via right femoral approach. Using fluoroscopy guidance, the filter was deployed at the l2-l3 junction without difficulty. Approximately five years and five months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan indicated for an unspecified injury of the inferior vena cava. At the time, the patient¿s medical history included pulmonary embolism and deep vein thrombosis, in addition to right lower quadrant pain post implant. The scan report findings revealed a trapease type of ivc filter centered at the l3 level. The posterior prong is fragmented, however, has not migrated. No missing prongs were identified; and each of the prongs appear to penetrate the wall of the ivc. Other incidental findings reported included mild scar/atelectasis in the lung bases and small splenic remnants. The primary care notes indicated that a recent CT scan showed that the ivc filter was fractured, but could not be removed, as this would cause more damage. The patient has left hip vascular necrosis and a previously scheduled hip replacement was delayed and a referral was being made to orthopedics for reevaluation. The patient also mentioned some gastro-intestinal bleeding and passing clots. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years and five months post implantation. The patient reports fracture of the ivc filter with the fractured filter struts retained within the ivc; in addition to perforation of the ivc and device unable to be retrieved, although there have been no documented attempts at filter removal. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
The exact implant date is unknown; said to be on or about (B)(6) 2014. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: several struts of the ivc filter perforate the wall of the ivc, posterior strut of the ivc filter is fragmented, fractured strut cannot be removed or it would cause more harm to patient. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: several struts of the ivc filter perforate the wall of the ivc, posterior strut of the ivc filter is fragmented, fractured strut cannot be removed or it would cause more harm to patient. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.